Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Corrected: h4. No product was returned. Visual examination of the provided pictures show the retrievals after revision. The revised devices are in a bloody condition, therefore a detailed statement cannot be done. The ceramic head is visible only in one picture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided. The provided x-ray picture is undated and therefore it is difficult to make a statement on this. However, the stem, head and shell can be seen on the picture. With the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): d10: item # 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot # 62757083. Item # 00-6202-054-22, tm acet shell 54mm cluster, lot # 63365704. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 7 years 8 months post implantation due to the patient's hip squeaking, caused by wear in the liner and possible placement problems, which therefore damaged the cup and head. Attempts have been made and additional information on the reported event is unavailable at this time.